Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit inactive. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm and received therapy which - as expected - decreased the battery voltage. Upon interrogation of the cardiac resynchronization therapy defibrillator (crt-d), it was noted that the charge circuit was inactive. The device was inactivated and a recheck will be done to assess the battery voltage. It is expected that because the battery voltage is below the recommended replacement time (rrt), a device replacement will be scheduled. The device remains in use. No patient complications have been reported as a result of this event.